Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced an event of leakage at connection of the catheter with the cartridge on (B)(6) 2025. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6005789 have already been previously tested in the (B)(4) on 16-may-2025. The reference samples were visual inspected and tested for flow and leak. All test results were within specifications as per the test report database (B)(4) complaint test report. Device history record (DHR) review: the lot 6005789 was manufactured according to the wi version 44 and packaging in the multivac m07, on 02/mar/2024, with a total of (B)(4) units. Assembling of flex set cannula: the lot 4b02462 was manufactured according to the wi version 37 assembled in the line 2, on 29/feb/2024, with a total of (B)(4) units. The lot 4b02463 was manufactured according to the wi version 37 assembled in the line 2, on 02/mar/2024, with a total of (B)(4) units. The lot 3j03380 was manufactured according to the wi version 35 assembled in the line 2, on 09/oct/2023, with a total of (B)(4) units. Gluing of tubing: the lots 4b02476 was glued according to the (B)(4) version 22, line/machine 7 on 28/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 21/may/2025 against malfunction code leakage from connection of hub to the reservoir and lot 6005789 and no other complaint has been registered in database for the same lot 6005789 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, only one complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.